Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d1101: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: dissection, perforation, or ruptures of the aortic vessel and surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm using gore excluder aaa endoprostheses, and gore molding & occlusion balloon catheter as an accessory. An iliac extender was deployed toward the right external iliac artery, and a mob balloon was inflated to ensure apposition with the vessel wall. Subsequently, angiography revealed the formation of a dissection in the right external iliac artery. A bare stent was additionally implanted as treatment. The patient tolerated the procedure. The physician¿s comment: ¿angiography revealed a dissection after placement of the iliac extender.¿